Manufacturer narrative:
Due to the fact, that the product worked as intended. No material needs to be investigated. Therefore, the case is set to "not verified". No evaluation is required.

Event description:
On (B)(6) 2012, pt requested assistance changing the insulin cartridge and basal rate on the infusion device. Assisted pt with changing the cartridge, basal rate, and insertion assist device. Pt stated she accidentally pushed the release button on the insertion assist device and released the infusion headset into her leg. Pt reported no outside assistance or treatment was needed. Pt stated this is the first time she used the insertion assist device. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device for evaluation.